Manufacturer narrative:
Date of event is estimated. Patient's weight is estimated.

Event description:
It was reported that the patient stopped charging the ipg, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.